Event description:
Literature was reviewed regarding "acute intoxication after baclofen administration: a review of the literature and methodological p roposals.¿ it was reported that the patient underwent a scheduled replacement of their intrathecal pump. The device was filled with baclofen (1000 mg/ml at 70 mg/day). Approximately ten hours after the procedure, the patient was found unresponsive and declared dead. A complete autopsy was performed 72 hours after their death which revealed massive pulmonary edema, cerebral congestion, and multiorgan vascular stasis, with no traumatic injuries. Histological examination confirmed these findings, showing alveolar flooding consistent with acute pulmonary edema, diffuse vascular congestion of the liver, kidneys, and brain, and myocardial lipomatosis. These features supported acute cardiorespiratory failure as the immediate mechanism of death. Toxicological analysis of peripheral blood (gc¿ms) revealed a baclofen concentration of 51.03 mg/ml, far above the expected levels after intrathecal administration 5 mg/ml). No other xenobiotics were detected. The cause of death was determined as acute baclofen intoxication due to accidental overdose or device malfunction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.